Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site following weight loss. Surgical intervention was undertaken wherein the ipg was explanted, replaced and ipg pocket was relocated. Effective therapy was restored post-op.